Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with a lowest value of 55 mg/dl after eating lunch without announcing the meal, and they sought additional training support. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included approximately one and a half hours outside the target range without need for professional medical intervention, back-up therapy, ketone testing, or emergency care. Investigation included complaint intake, review of the user¿s account of events, and troubleshooting with education on use of the system and meal announcement practices. Investigation of this case revealed no device alarms and no device malfunction, with user operations and missed meal announcement identified as contributing factors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors.